Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 1.01ng/ml was obtained. The result was reported out of the lab. The sample was re-tested and the repeated accu tni result was 0.01ng/ml. The customer stated that another sample was collected from this patient and accu tni result was within normal reference range. However, the actual result was not provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc and system check information was not supplied. The sample was collected in a bd, lithium heparin, plasma tube without gel separator and centrifuged in a stat spin for 5 minutes. The customer stated that the sample was a short draw. A field service engineer (fse) was dispatched to the customer's lab. However, service information was not provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.